Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high out of range pace impedance measurements. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.